Event description:
It was reported that the device undersensed premature ventricular contractions for the first six days post device implant. After the sixth day sensing was "just fine" and the device "is recording symptom events fine." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).